Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not switching on. The customer reported there was no patient involvement.

Manufacturer narrative:
No device returned. Due diligence attempts to obtain additional information were unsuccessful.